Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers alleged a natural biological corrosion and friction wear caused by large amounts of toxic cobalt-chromium metal ions and particles to be released into patient#146;s blood and tissue and bone surrounding the implant. Patient experienced severe pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and a slipping feeling in the hip joint and a sensation that the pinnacle device could not support their weight. Update: 1/28/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.